Event description:
The manufacturer received information alleging a service required alarm. There was no harm or injury reported. During the evaluation of the device onsite, the device failed a flow verification test step during testing. It was determined that the device's flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a service required alarm. There was no harm or injury reported. During the evaluation of the device onsite, the device failed a flow verification test step during testing. It was determined that the device's flow sensor needs to be replaced to address the issue. The replaced flow sensor was sent to the philips product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo system flow sensor for visual defects and found none. The event log was unavailable from service. Pil installed the flow sensor on the trilogy evo test unit and ran therapy for approximately 1 hour and the flow sensor operated without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operated as designed.